Event description:
About two weeks after radial sheath placement, patient returned to hospital with an infected entry site. Cultures of the abscess found it to be sterile. It was drained and the pt was given antibiotics.

Manufacturer narrative:
Catalog number: kcfn-6.0-18-13-ra2.5-hc. (B)(4). Evaluation: no product was returned by the customer to assist in this investigation. We are aware that this type of situation may occur and have initiated the necessary action. As a result, we have added an instruction for use for this product which states: "possible allergic reactions or access site infection should always be considered." We added the following precaution to the IFU: "a sterile inflammatory response possibly associated with the use of this product in conjunction with latex and powdered, non-latex based gloves, has been reported with the use of this product. "We will continue to monitor for similar complaints.